Manufacturer narrative:
G4: 18mar2020. B4: 19mar2020. Patient information was not disclosed by the customer. The customer was unable to reproduce the blower temperature high diagnostic error. The ventilator has been put back into service . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/03/2020.

Event description:
The customer reported that the blow had a high temperature. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.